Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with a mentor memorygel, 400cc on the right and 375cc on the left side, silicone prosthesis experienced right sided baker¿s grade iii capsular contracture, and bilateral ptosis post procedure. A physical consultation was performed by a physician and capsular contracture was diagnosed. The patient stated that the breasts are too loose, and feel detached from the rest of her body. She would like to be held more upright with more upper role fullness and more of a lifted look. As a result, the patient underwent bilateral mastopexies with capsulectomy of the right side and bilateral replacement as follow right replaced with cat#: 3504254bc, sn#: (B)(4), and left replaced with mentor silicone 375cc (unknown cat#, and sn#:) on (B)(6) 2020. As a result, an explant scheduled on (B)(6) 2020. This report relates to the left prosthesis.